Event description:
Related manufacturer reference number: 2017865-2023-40398. Related manufacturer reference number: 2017865-2023-40400. Related manufacturer reference number: 2017865-2023-40402. It was reported that the systems leads were pulled back from twiddling. During the revision the pocket was compromised. The entire system was explanted and the patient was in stable condition.